Manufacturer narrative:
(B)(4), date sent: 4/21/2021 upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch #: u94n61. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during an open malignant tumor surgery, could not release the ratchet and the knife did not revert to the original position when sealing the fallopian tube. The fallopian tube was thick tissue. The fallopian tube was sealed properly. The jaws were slightly opened, and it was possible to release the device from the fallopian tube. The knife reverted to the original position and the ratchet was released when the surgeon was touching the device on the mayo table. The device was used on the fallopian tube. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.